Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the ventilator will not run on battery. No patient involvement.

Manufacturer narrative:
The service engineer performed troubleshooting with the customer and determined and identified the problem to be the battery. The customer will order a replacement battery.